Manufacturer narrative:
Vascular complications are rare serious side effects, although widely known and documented in the context of filler injections. They are related to the accidental injection of the product inside or close to a blood vessel, leading to its occlusion or compression, blocking the blood flow. If treated on time with an appropriate treatment, symptoms can be fully resolved without sequalae. If the vascular complication is not detected/diagnosed and treated timely, it can lead to a skin necrosis. The risk of such adverse reactions is mentioned in the instructions for use of teosyal products.

Event description:
According to the received information, the patient was injected in the zygoma area with a teosyal rha 3 product. Immediately after the injection, on the right side, the area became white and the patient presented an occlusion. The injector added that the patient had a superficial transverse artery on the right side which contributed to the evolution of the event. Immediately, the injector treated the patient with hyaluronidase. A total of 8 vials of hyaluronidase were used. The patient was evaluated with an ultrasound and the event was considered as resolved on (B)(6) 2021.